Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A third party service center received a ventilator with an allegation a ventilator had a "service required" alarm condition and the power cord did not function. The device was not in patient use. The ventilator was returned to the third party service center for evaluation and the customer's complaints were confirmed. The device's internal battery and power cord need replaced to address the issues.